Event description:
Malfunction: air leak. The surgeon reported air bubbles in the eye throughout the procedure. The surgeon stated there was very noticeable reflux backflush when he would remove his foot from the footpedal. The surgeon stated the pt was not injured as a result of the events. Additional follow-up info has been requested.

Manufacturer narrative:
No sample was returned for eval and root cause analysis. The customer's complaint history was reviewed; this is the first event reported regarding this issue for this facility. The device history records were reviewed. The lots were released based on alcon's acceptance criteria. Root cause could not be identified by the investigation as no sample was returned for eval. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).